Manufacturer narrative:
The device was returned to olympus for inspection where the reported complaint was identified. Based on the results of the investigation, a root cause was not identified. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the videoscope universal cord is sticky. There was no patient involvement.